Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("during insertion procedure, first coil may have perforated the tube, may be floating in my abdomen"), device dislocation ("third device again was noted in the posterior right location of the pelvis") and genital haemorrhage ("passing clots/heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3, delivery on (B)(6) 2011, umbilical hernia, morbid obesity, anemia, breast disorder, gastrointestinal disorder and urine incontinence. A third essure device is noted superiorly, was probably located inferiorly (in the peritoneal cavity) in the radiograph of (B)(6) 2012. Family history included arthritis (mother). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain and complication of device insertion ("during insertion procedure, first coil may have perforated the tube, may be floating in my abdomen"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe and persistent cramping/menstruation cramps"), abdominal pain lower ("severe and persistent cramping / abdominal cramps") and ovulation pain ("rigid stabbing pain during ovulation"). In (B)(6) 2012, the patient experienced headache ("chronic headaches/ painful headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), oligomenorrhoea ("prolonged menstrual cycles"), allergy to metals ("hypersensitivity reaction to nickel or any other component") and mental disorder ("essure caused or aggravated psychiatric and/or psychological conditions"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, ovulation pain, headache, oligomenorrhoea, allergy to metals, mental disorder and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, complication of device insertion, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, mental disorder, oligomenorrhoea and ovulation pain to be related to essure. The reporter commented: after the placement procedure doctor told me he had placed a second coil in the first tube he implanted, and he also said the first coil may have perforated the tube, and may be floating in my abdomen. He said he would look for it during the 3 month xray to ensure proper placement. The plaintiff did not receive treatment for the perforation. She does not have the removal scheduled yet but she plans to have it removed as soon as possible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmation; on (B)(6) 2012: at that time, the tubes were noted to be obstructed with appropriately located essure devices and the third device again was noted in the posterior right location of the pelvis. (B)(6) 2012, imaging results: essure was not in the correct location in both fallopian tubes. Concerning injuries reported in this case the following one/ones were described in patient medical records device dislocation most recent follow-up information incorporated above includes: on 7-mar-2019: medical records received: event third device again was noted in the posterior right location of the pelvis was added. Medical history, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('during insertion procedure, first coil may have perforated the tube, may be floating in my abdomen') and device dislocation ('third device again was noted in the posterior right location of the pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2011, multi gravida, parity 3, umbilical hernia, morbid obesity, anemia, breast disorder, gastrointestinal disorder, urine incontinence and cesarean section. A third essure device is noted superiorly, was probably located inferiorly (in the peritoneal cavity) in the radiograph of (B)(6) 2012. Fall, 2012, imaging results: essure was not in the correct location in both fallopian tubes. Concurrent conditions included hemorrhoids, back disorder and fatigue. Family history included arthritis (mother). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain and complication of device insertion ("during insertion procedure, first coil may have perforated the tube, may be floating in my abdomen"). In 2012, the patient experienced menorrhagia ("prolonged menstrual cycles and heavy bleeding / passing clots"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe and persistent cramping / menstruation cramps"), abdominal pain lower ("severe and persistent cramping / abdominal cramps") and ovulation pain ("rigid stabbing pain during ovulation"). In (B)(6) 2012, the patient experienced headache ("chronic headaches/ painful headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("passing clots / heavy bleeding"), oligomenorrhoea ("prolonged menstrual cycles"), allergy to metals ("hypersensitivity reaction to nickel or any other component") and mental disorder ("essure caused or aggravated psychiatric and/or psychological conditions"). The patient was treated with ibuprofen. Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, ovulation pain, headache, oligomenorrhoea, allergy to metals, mental disorder, complication of device insertion and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, complication of device insertion, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, mental disorder, oligomenorrhoea and ovulation pain to be related to essure. The reporter commented: after the placement procedure doctor told me he had placed a second coil in the first tube he implanted, and he also said the first coil may have perforated the tube, and may be floating in my abdomen. He said he would look for it during the 3 month xray to ensure proper placement. The plaintiff did not receive treatment for the perforation. She does not have the removal scheduled yet but she plans to have it removed as soon as possible. Discrepancy in essure insertion date as (B)(6) 2012. Patient stated that she do not have removal of the other 2 essure devices scheduled yet but I do plan to have it removed as soon as possible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmation; on (B)(6) 2012: at that time, the tubes were noted to be obstructed with appropriately located essure devices and the third device again was noted in the posterior right location of the pelvis.. Concerning injuries reported in this case the following one/ones were described in patient medical records device dislocation and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event: prolonged menstrual cycles and heavy bleeding was added. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("during insertion procedure, first coil may have perforated the tube, may be floating in my abdomen"), device dislocation ("third device again was noted in the posterior right location of the pelvis") and genital haemorrhage ("passing clots / heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3, delivery on (B)(6) 2011, umbilical hernia, morbid obesity, anemia, breast disorder, gastrointestinal disorder and urine incontinence. A third essure device is noted superiorly, was probably located inferiorly (in the peritoneal cavity) in the radiograph of (B)(6) 2012. Family history included arthritis (mother). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain and complication of device insertion ("during insertion procedure, first coil may have perforated the tube, may be floating in my abdomen"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe and persistent cramping / menstruation cramps"), abdominal pain lower ("severe and persistent cramping / abdominal cramps") and ovulation pain ("rigid stabbing pain during ovulation"). In (B)(6) 2012, the patient experienced headache ("chronic headaches/ painful headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), oligomenorrhoea ("prolonged menstrual cycles"), allergy to metals ("hypersensitivity reaction to nickel or any other component") and mental disorder ("essure caused or aggravated psychiatric and/or psychological conditions"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, ovulation pain, headache, oligomenorrhoea, allergy to metals, mental disorder and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, complication of device insertion, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, mental disorder, oligomenorrhoea and ovulation pain to be related to essure. The reporter commented: after the placement procedure doctor told me he had placed a second coil in the first tube he implanted, and he also said the first coil may have perforated the tube, and may be floating in my abdomen. He said he would look for it during the 3 month xray to ensure proper placement. The plaintiff did not receive treatment for the perforation. She does not have the removal scheduled yet but she plans to have it removed as soon as possible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmation; on (B)(6) 2012: at that time, the tubes were noted to be obstructed with appropriately located essure devices and the third device again was noted in the posterior right. Location of the pelvis.. Fall, 2012, imaging results: essure was not in the correct location in both fallopian tubes. Concerning injuries reported in this case the following one/ones were described in patient medical records device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('during insertion procedure, first coil may have perforated the tube, may be floating in my abdomen') and device dislocation ('third device again was noted in the posterior right location of the pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2011, multi gravida, parity 3, umbilical hernia, morbid obesity, anemia, breast disorder, gastrointestinal disorder, urine incontinence and cesarean section. A third essure device is noted superiorly, was probably located inferiorly (in the peritoneal cavity) in the radiograph of (B)(6) 2012. *fall, 2012, imaging results: essure was not in the correct location in both fallopian tubes. Concurrent conditions included hemorrhoids, back disorder and fatigue. Family history included arthritis (mother). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain and complication of device insertion ("during insertion procedure, first coil may have perforated the tube, may be floating in my abdomen"). In 2012, the patient experienced menorrhagia ("prolonged menstrual cycles and heavy bleeding / passing clots"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe and persistent cramping / menstruation cramps"), abdominal pain lower ("severe and persistent cramping / abdominal cramps") and ovulation pain ("rigid stabbing pain during ovulation"). In (B)(6) 2012, the patient experienced headache ("chronic headaches/ painful headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("passing clots / heavy bleeding"), oligomenorrhoea ("prolonged menstrual cycles"), allergy to metals ("hypersensitivity reaction to nickel or any other component") and mental disorder ("essure caused or aggravated psychiatric and/or psychological conditions"). The patient was treated with ibuprofen. Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, ovulation pain, headache, oligomenorrhoea, allergy to metals, mental disorder, complication of device insertion and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, complication of device insertion, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, mental disorder, oligomenorrhoea and ovulation pain to be related to essure. The reporter commented: after the placement procedure doctor told me he had placed a second coil in the first tube he implanted, and he also said the first coil may have perforated the tube, and may be floating in my abdomen. He said he would look for it during the 3 month xray to ensure proper placement. The plaintiff did not receive treatment for the perforation. She does not have the removal scheduled yet but she plans to have it removed as soon as possible. Discrepancy in essure insertion date as (B)(6) 2012. Patient stated that she do not have removal of the other 2 essure devices scheduled yet but I do plan to have it removed as soon as possible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmation; on (B)(6) 2012: at that time, the tubes were noted to be obstructed with appropriately located essure devices and the third device again was noted in the posterior right location of the pelvis.. Concerning injuries reported in this case the following one/ones were described in patient medical records device dislocation and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received: event: prolonged menstrual cycles and heavy bleeding was added. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('during insertion procedure, first coil may have perforated the tube, may be floating in my abdomen') and device dislocation ('third device again was noted in the posterior right location of the pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2011, multi gravida, parity 3, umbilical hernia, morbid obesity, anemia, breast disorder, gastrointestinal disorder, urine incontinence and cesarean section. A third essure device is noted superiorly, was probably located inferiorly (in the peritoneal cavity) in the radiograph of (B)(6) 2012. *fall, 2012, imaging results: essure was not in the correct location in both fallopian tubes. Concurrent conditions included hemorrhoids, back disorder and fatigue. Family history included arthritis (mother). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain and complication of device insertion ("during insertion procedure, first coil may have perforated the tube, may be floating in my abdomen"). In 2012, the patient experienced menorrhagia ("prolonged menstrual cycles and heavy bleeding / passing clots"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe and persistent cramping / menstruation cramps"), abdominal pain lower ("severe and persistent cramping / abdominal cramps") and ovulation pain ("rigid stabbing pain during ovulation"). In (B)(6) 2012, the patient experienced headache ("chronic headaches/ painful headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("passing clots / heavy bleeding"), oligomenorrhoea ("prolonged menstrual cycles"), allergy to metals ("hypersensitivity reaction to nickel or any other component") and mental disorder ("essure caused or aggravated psychiatric and/or psychological conditions"). The patient was treated with ibuprofen. Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, ovulation pain, headache, oligomenorrhoea, allergy to metals, mental disorder, complication of device insertion and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, complication of device insertion, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, mental disorder, oligomenorrhoea and ovulation pain to be related to essure. The reporter commented: after the placement procedure doctor told me he had placed a second coil in the first tube he implanted, and he also said the first coil may have perforated the tube, and may be floating in my abdomen. He said he would look for it during the 3 month xray to ensure proper placement. The plaintiff did not receive treatment for the perforation. She does not have the removal scheduled yet but she plans to have it removed as soon as possible. Discrepancy in essure insertion date as (B)(6) 2012. Patient stated that she do not have removal of the other 2 essure devices scheduled yet but I do plan to have it removed as soon as possible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmation; on (B)(6) 2012: at that time, the tubes were noted to be obstructed with appropriately located essure devices and the third device again was noted in the posterior right location of the pelvis.. Concerning injuries reported in this case the following one/ones were described in patient medical records device dislocation and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received: event: prolonged menstrual cycles and heavy bleeding was added. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('during insertion procedure, first coil may have perforated the tube, may be floating in my abdomen') and device dislocation ('third device again was noted in the posterior right location of the pelvis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2011, multi gravida, parity 3, umbilical hernia, morbid obesity, anemia, breast disorder, gastrointestinal disorder, urine incontinence and cesarean section. A third essure device is noted superiorly, was probably located inferiorly (in the peritoneal cavity) in the radiograph of (B)(6) 2012. *fall, 2012, imaging results: essure was not in the correct location in both fallopian tubes. Concurrent conditions included hemorrhoids, back disorder and fatigue. Family history included arthritis (mother). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain and complication of device insertion ("during insertion procedure, first coil may have perforated the tube, may be floating in my abdomen"). In 2012, the patient experienced menorrhagia ("prolonged menstrual cycles and heavy bleding / passing clots"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe and persistent cramping / menstruation cramps"), abdominal pain lower ("severe and persistent cramping / abdominal cramps") and ovulation pain ("rigid stabbing pain during ovulation"). In (B)(6) 2012, the patient experienced headache ("chronic headaches/ painful headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("passing clots / heavy bleeding"), oligomenorrhoea ("prolonged menstrual cycles"), allergy to metals ("hypersensitivity reaction to nickel or any other component") and mental disorder ("essure caused or aggravated psychiatric and/or psychological conditions"). The patient was treated with ibuprofen and surgery (essure device removal). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, ovulation pain, headache, oligomenorrhoea, allergy to metals, mental disorder, complication of device insertion and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, complication of device insertion, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, mental disorder, oligomenorrhoea and ovulation pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: after the placement procedure doctor told me he had placed a second coil in the first tube he implanted, and he also said the first coil may have perforated the tube, and may be floating in my abdomen. He said he would look for it during the 3 month xray to ensure proper placement. The plaintiff did not receive treatement for the perforation. She does not have the removal scheduled yet but she plans to have it removed as soon as possible. Discrepancy in essure insertion date as (B)(6) 2012 and (B)(6) 2012. Patient stated that she do not have removal of the other 2 essure devices scheduled yet but I do plan to have it removed as soon as possible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: cofirmation; on (B)(6) 2012: at that time, the tubes were noted to be obstructed with appropriately located essure devices and the third device again was noted in the posterior right location of the pelvis. Concerning injuries reported in this case the following one/ones were described in patient medical records device dislocation and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.